Event description:
Hcp reports a pt experienced a discrepancy between the calculated and the remaining reservoir volumes during refills. The pt presented at the end of 12/2002 with mild exacerbation of the pain and spasticity. At refill in 1/2003 the expected reservoir volume was 3.4ml, the actual reservoir volume was 7.0ml. In 1/2003 the expected reservoir volume was 3.4ml, the actual reservoir volume was 5.4. In 5/2003 the expected reservoir volume was 3.4ml, the actual reservoir volume was 4.0ml. In 6/2003 the expected reservoir volume was 3.4ml, the actual reservoir volume was 2.4ml. In 7/2003 the expected reservoir volume was 11.7ml, the actual reservoir volume was 11.7ml. There had been a previous incorrect calibration constant which was resolved with reinitialization of the pump. A follow up report will be sent when additional info is received.